Event description:
It was reported that prior to a new device implant the implantable cardioverter defibrillator (ICD) could not be interrogated with a wand. The ICD remained in its original packaging and was not opened. The ICD was exchanged, and a new device was able to be interrogated and used. The patient was stable.

Manufacturer narrative:
The reported event of interrogation anomaly could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.